Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the bottom jaw of the device was bent inward, in which case the needle exit tunnel was narrowed. An eiii needle as inserted into the chamber of the gun, and could not be successfully loaded due to this deformation problem. It is possible that the device was mishandled or dropped on a hard surface on the lower jaw, therefore causing the lower jaw to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure, but prior to use on the patient, the sales rep's expressew iii with hook bottom jaw was bent. The sales rep stated that it would not release the needle or load the suture due to this issue. The sales rep did not know how the device became bent. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation.